Manufacturer narrative:
Elevated complaint investigation will be initiated.

Event description:
Customer reported a false positive result obtained on the alinity m sars cov-2 assay. The customer stated that the sample was ran on (B)(6) 2021 and the repeated results on the same specimen was positive. The patient retested at a different facility on (B)(6) 2021 and the result was negative. The patient stated they had an appointment with a specialist, but due to the positive result, the appointment was canceled. The patient's next of kin alleged that the patient experienced a delay in care due to this observation.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review the review of the customer data demonstrated that the assay software and the alinity m sars-cov-2 amp kit (list 09n78-095) lot 523469 are performing as expected. No abnormal amplification curves were identified, and the assay is performing as expected with correct interpretations. The assay reagents performed as expected and met the assay specification requirements for the controls. There is no indication that lot 523469 is performing outside of established design performance specifications. The sid (sample ID) is at the limit of detection (lod). Therefore, the results may not be reproducible. In addition, the reported false positive sid was retested on another platform. Different platform has different limit of detection (lod) therefore, the results cannot be reproducible. Quality data review: device history record (DHR) / batch record review: review of the manufacturing packet for alinity m sars-cov-2 amp kit (list 09n78-095) lot 523469 did not identify any issues which could result in the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-095) lot 523469 and its components. This CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for lot 518878. Complaint history review: a complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-095) lot 523469. The complaint history review did not identify any additional complaints related to the reported issue for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 523469. A product deficiency was not identified as a result of this review. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 523469 was not identified.